Manufacturer narrative:
Correction: b5 product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at post operative device checks bloody drainage was noted with a small open area in the middle of the incision site with some swelling. At subsequent checks a continuation of drainage was noted, as well as bruising, discomfort and an allergicreaction to adhesives. Infection was suspected so the patient was treated with antibiotics. At a later wound check appointment erosion of the lead at substernal access was observed, as well as wound dehiscence. The extravascular implantable cardioverter defibrillator (ev ICD) system was explanted and replaced with an intravenous system. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at post operative device checks bloody drainage was noted with a small open area in the middle of the incision site with some swelling. At subsequent checks a continuation of drainage was noted, as well as bruising, discomfort and an allergic reaction to adhesives. Infection was suspected so the patient was treated with antibiotics. At a later wound check appointment erosion of the lead at substernal access was observed, as well as wound dehiscence. It was further reported that the extravascular (ev) lead had started to exhibit oversensing. The extravascular implantable cardioverter defibrillator (ev ICD) system was explanted and replaced with an intravenous system. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.